Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose was 594 mg/dl. Customer also reported that insulin pump had motor error alarm. Customer reports the drive support cap was flush. Insulin pump had not been exposed to high magnetic field. Customer was unable to clear the alarm also unable to complete rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed.